Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional epic valve referenced in b5 will be filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2024, a 31mm epic plus mitral valve was implanted successfully. The patient went into complete ventricular block and a pacemaker was implanted. Ten days post procedure on (B)(6) 2024, thrombus was present on the valve. Due to the thrombus, an additional procedure was performed on (B)(6) 2024 to replace the valve with another 31mm epic plus mitral. After the intervention, the patient developed acute pulmonary edema requiring inotropes, atrial fibrillation, and the need for renal replacement therapy. The patient experienced a rise in inflammatory tests, broad spectrum antibiotic therapy was performed. On (B)(6) 2024, dialysis was performed in the morning and blood transfusion was given in the afternoon. During the transfusion, the patient developed hemodynamic instability and respiratory failure. Thrombus was also observed again in the atrial cavity. On (B)(6) 2024, the patient passed away due to the complications.

Manufacturer narrative:
An event of thrombus, pulmonary edema, renal failure, atrial fibrillation, respiratory insufficiency, unspecified infection, and death was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the event was further reviewed by abbott medical affair. The reviewer noted that ¿based on the information available there is no indication that there was any malfunction of the implanted epic plus mitral valves. The thrombus developed most likely in the setting of atrial fibrillation with a low cardiac output state. The renal failure is also most likely due to a low renal perfusion state. The cause of death is most likely related to underlying patient comorbidities.¿ the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B5 - describe event or problem: procedure description updated to reflect additional information.

Event description:
Subsequent to the previously filed report, additional information was received and the procedure description was updated and reorganized: it was reported that on (B)(6) 2024, a 31mm epic plus mitral valve was implanted successfully. The patient went into complete ventricular block and a pacemaker was implanted. The patient was hospitalized with full dose of heparin. Ten days post procedure on (B)(6) 2024, the patient had developed acute pulmonary edema requiring inotropes, atrial fibrillation, and the need for renal replacement therapy. An echocardiogram was performed and thrombus was present on the valve. The patient experienced a rise in inflammatory tests, broad spectrum antibiotic therapy was performed due to suspected endocarditis. Due to the thrombus, an additional procedure was performed on (B)(6) 2024 to replace the valve with another 31mm epic plus mitral. After the intervention, the patient remained hospitalized and unstable with atrial fibrillation persisting. After the intervention, no evidence of endocarditis was observed with explanted valve. On (B)(6) 2024, dialysis was performed in the morning and blood transfusion was given in the afternoon. During the transfusion, the patient developed hemodynamic instability and respiratory failure. Thrombus was also observed again in the atrial cavity. On (B)(6) 2024, the patient passed away due to the complications. No additional information was provided.